Event description:
It was reported that upon opening the device pocket during an elective device replacement procedure, this right atrial (ra) lead was noted to be wrapped around the device and part of the lead was at a right angle. When the lead was unwrapped from the device, lead body damage was noted. The lead was then tested and all measurements were within range and were consistent with previous values. The physician did not wish to replace the lead at this time, so a tegederm dressing was wrapped around the lead. The lead was then connected to the replacement device and lead measurements remained stable. The procedure was completed. No additional adverse patient effects were reported. This device remains in service.